Manufacturer narrative:
(B)(6) 2015 09:59 am (gmt-4:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The device was not available for investigation and no pictures were received to confirm the complaint. Therefore the reported problem could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process.

Event description:
It was reported that the aeration spike (blue cap) of the priming line was not tightened enough and lets loose. During a blood transfusion, blood got all over the machine and the port could not be used anymore. (B)(4).